Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A supplemental report will be submitted when additional information is made available.

Event description:
It was reported that while the cardiosave intra-aortic balloon pump (iabp) was used on a patient it would not show a full helium tank. There was no adverse event reported.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp and was unable to reproduce the reported issue. The fse observed that the helium tank was turned off. The fse turned on the tank and performed all functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that while the cardiosave intra-aortic balloon pump (iabp) was used on a patient it would not show a full helium tank. There was no adverse event reported.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp and was unable to reproduce the reported issue. The fse observed that the helium tank was turned on. The fse turned on the tank and performed all functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that while the cardiosave intra-aortic balloon pump (iabp) was used on a patient it would not show a full helium tank. There was no adverse event reported.